Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue; the nurse call cable does not have a secure fit when inserted into the nurse call receptacle and the red led light at the test fixture toggles on and off when the cable is wiggled. There is damage to the nurse call receptacle housing. There are cracks on the dust covers outside the battery compartment. There are scuff marks on the front and back enclosures. The warning label is peeled off. The physical condition of the alarm indicates dropping of the device which could possibly contribute to the damage of the nurse call receptacle. (B)(4).

Event description:
Customer reported that when the nurse call cable is connected to the nurse call outlet, the cable does not have a tight fit. Customer could not provide any further info or the date when the issue was discovered. Customer reported that there was no patient incident or injury when the issue occurred.